Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.471" x 0.090" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user noticed that the tip of the harmonic ace instrument was broken and fell into the patient. The fragment was retrieved during the same procedure. The instrument was removed and replaced with a backup. Patient outcome was not available at the time of the report. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that all fragments were retrieved and were confirmed by visual inspection. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. There was no patient injury. There is no report of post-surgical complications, and the patient has not returned to the hospital. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with other instruments or hard materials during the surgical procedure. The reporter confirmed that the fragment did not fell inside the patient during an instrument tip accessory collision. The fragment will be returned back to isi for review. The reporter confirmed that the procedure was completed as planned robotically and the instrument was replaced with a backup.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.